Event description:
The lay user/reporter, the pt's wife, contacted lifescan alleging the one touch lutra meter was giving the "apply sample" icon during testing. The med affairs spec. (Mas) was able to classify the case based on the original info provided. In 2006 at 1:00 am the pt's wife attempted to test his blood glucose level with the reported meter, but only the 'apply sample' icon was displayed. The reporter was unable to obtain a result at that time, the pt was experiencing symptoms of feeling nauseous, tired, sweating and shivering. Following the use of the meter, the pt's wife treated him with dextrose. He felt better after the dextrose treatment, and did not seek med attention. The pt is not diabetic, but has had gastric surgery, which is causing him to suffer hypoglycemic episodes. The pt also has had a stroke, and caardiovascular disease. The pt does not take any medications for diabetes. He tests his blood glucose level irregularly, and only when he feels hypoglycemic. The customer svc rep (csr) determined during the troubleshooting telephone call that the pt's testing technique was incorrect, causing the test not to start after the blood sample was incorrectly placed on the test strip. The 'apply sample' message issue was resolved with troubleshooting and pt education. The pt was unable to obtain a blood glucose result on the reported meter while hypoglycemic, and he required emergency treatment with a glucose supplement. Therefore this complaint is being reported as an adverse event.